Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/ pt contacted lfs alleging on (B) (6) 2010, alleging a cloudy display on their one touch ultra meter. The pt mentioned that water has gotten into the meter from the rain and due that the display on his meter had been cloudy. The pt mentioned that the alleged issue began at 3pm on (B) (6) 2010. Approx three hours later after the reported issue began, the pt began to exhibit symptoms of cold sweat, trembling, tiredness and he had to eat sugar to elevate his blood glucose readings. At an unspecified time later developed symptoms of frequent urination and felt sleepy. He usually takes 14 units in the morning and 14 units at night. He began to increase his insulin on the morning of the (B) (6) to 18 units in the morning and evening. Then on the (B) (6) he went to 16 units in the morning and 16 units at night. The pt had another way of testing, however, did not have meter available to verify what kind of readings he had been obtaining. The pt did not seek any further medical attention or contact their physician for assistance. The product was replaced. The complaint is being reported since the pt alleged that due to the cloudy display, the pt later exhibited symptoms suggestive of hypoglycemia and hyperglycemia.